Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of uterine haemorrhage ('uterine heavy bleeding'). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2017 , the subject experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The subject was treated with surgery (hysterectomy with essure removal). Fallopian tube occlusion insert was removed. On (B)(6) 2018 the uterine haemorrhage had resolved. The investigator considered uterine haemorrhage to be related to fallopian tube occlusion insert. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv database. Nullification reason: after internal review, this case was identified as a duplicate to case number (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of uterine haemorrhage ('uterine heavy bleeding'). On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6)2017, the subject experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). The subject was treated with surgery (hysterectomy with essure removal). Fallopian tube occlusion insert was removed. On (B)(6) 2018, the uterine haemorrhage had resolved. The investigator considered uterine haemorrhage to be related to fallopian tube occlusion insert. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.